Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of bilateral pleural effusions, characterized by dyspnea, which required hospitalization and surgical intervention (thoracentesis). Per the pdrn, the pleural effusions were the byproduct of a malfunctioning liberty select cycler, although no specific examples or rationale were provided. Pleural effusions are an uncommon occurrence in dialysis patients and can be linked to a variety of causes. Following discharge, the patient continued to undergo ccpd therapy utilizing the replacement liberty select cycler without reported issue. Based on the information available, the liberty select cycler cannot be disassociated from the serious adverse events. Given the pdrn¿s allegation of device malfunction, the patient¿s bilateral pleural effusions, the positive response to the replacement liberty select cycler, and no manufacturer investigation/evaluation of the suspect device, this clinical investigation cannot exclude the liberty select cycler from having a possible causal or contributory role in the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid in his lungs (pleural effusion). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of dyspnea. Radiological studies determined that the patient was suffering from bilateral pleural effusions, and the patient was formally admitted. The patient successfully underwent a double thoracentesis on (B)(6) 2024, which successfully removed the fluid in his lungs. The patient¿s dyspnea greatly improved following the thoracentesis procedure and the patient was discharged on (B)(6) 2024 in stable condition. Per the pdrn, the pleural effusions (fluid build-up) were the byproduct of a malfunctioning liberty select cycler, although no specific examples or rationale were provided. The patient continued to undergo ccpd while hospitalized, and following discharge he began utilizing the replacement liberty select cycler without reported issue. The patient¿s previous liberty select cycler was scheduled for pick-up on (B)(6) 2024, however the pdrn is unaware if it was shipped to the manufacturer yet. It should be noted that the patient was not undergoing pd therapy when the dyspnea began.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the cycler was found to have insect infestation, the cycler will be quarantined and an investigation cannot be performed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid in his lungs (pleural effusion). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of dyspnea. Radiological studies determined that the patient was suffering from bilateral pleural effusions, and the patient was formally admitted. The patient successfully underwent a double thoracentesis on (B)(6) 2024, which successfully removed the fluid in his lungs. The patient¿s dyspnea greatly improved following the thoracentesis procedure and the patient was discharged on (B)(6) 2024 in stable condition. Per the pdrn, the pleural effusions (fluid build-up) were the byproduct of a malfunctioning liberty select cycler, although no specific examples or rationale were provided. The patient continued to undergo ccpd while hospitalized, and following discharge he began utilizing the replacement liberty select cycler without reported issue. The patient¿s previous liberty select cycler was scheduled for pick-up on (B)(6) 2024, however the pdrn is unaware if it was shipped to the manufacturer yet. It should be noted that the patient was not undergoing pd therapy when the dyspnea began.